Manufacturer narrative:
(B)(4): evaluation results: evaluation of the product found that the alarm has corrosion on the battery contacts and battery acid leakage in the battery compartment. The unit did not turn on with new batteries, but did power on with the ac adaptor. Note: posey recommends the use of alkaline batteries in posey fall alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause rupture or leakage, resulting in injury or damage to the alarm unit. (B)(4).

Event description:
The customer reported that the unit has been in storage for a while and it did not turn on when they put in new batteries. There was no visible damage to the battery door or connectors. There was no pt injury. Inspection of the alarm shows that the battery contacts have corrosion on them and there is battery acid leakage in the battery compartment.